Manufacturer narrative:
Correction/removal reporting #: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-22058, 22059. The pt has three leads (two are from the same lot). It was reported the patient has been experiencing overstimulation since 2012. Troubleshooting did not provide resolution. It also reported that patient discontinued use of the device due to the ipg being unable to hold a charge.